Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose level of 566 mg/dl. Customer did require assistance from 3rd party who advised customer to drink water. Reportedly, customer resumed insulin therapy and elevated bg was addressed by administering a manual injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.